Event description:
Customer reported the lift column will go up, but will not go down. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and opened a new service case for replacement of the vertical lift power supply under (B) (4).